Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had severely scratched lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, scratched reservoir tube window, cracked reservoir tube and stained address/serial number label.

Event description:
The customer reported via phone call that insulin pump was damaged. The customer's blood glucose was 163mg/dl at the time of incident. Customer reported that the threads where the reservoir goes is crack where the top layer is cracked. The insulin pump will be returned for analysis.